Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider advise that the joystick was programmed and it speeds up and threw the consumer out of the chair.